Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The totally occluded target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After pre-dilatation with a 2.0x15mm non-bsc balloon catheter, a dissection was noted. Subsequently, a 2.75 x 24 synergy¿ drug-eluting stent was implanted and the vessel was checked with an intravenous ultrasound (ivus) which seemed fine. Three days later, the patient presented with chest pain. Coronary angiography (cag) was performed and revealed a total stent thrombosis which was treated with medications and the procedure was completed. No further patient complications were reported and the patient's status was stable.